Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient_s bone conduction thresholds decreased over time due to undetermined reasons. Thus, the recipient fell out of the audiological criteria for vibrant soundbridge and was re-implant with a cochlea implant system. In addition the floating mass transducer (fmt) moved slightly from its original position, which might have contributed to the lack of benefit. The explanted device is not available for investigation. This is a combined initial and final report.

Event description:
Confirmation was received that the device was explanted. The user no longer had benefit with the device. In addition the coupling of the fmt to the round window was found to be bad during the explantation. The user was re-implanted with a cochlea implant.